Event description:
It was reported that the patient had a stent in the outflow graft. The event date was estimated.

Manufacturer narrative:
B5: the event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer reference number (B)(4). The investigation will be completed under 2916596-2023-05441.